Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the slda was due to a subsequent clip interacting with the deployed clip in conjunction with challenging patient anatomy (thin and friable leaflets). The cause of the reported device damaged by another device (dislodged) associated with a subsequent clip dislodging the deployed clip could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is filed under separate medwatch report number.

Event description:
This will be filed to report a single leaflet device attachment (slda) and a clip that was dislodged by another clip. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with leaflet flail. An xtw clip was inserted and deployed on the leaflets. To further reduce mr, an ntw clip was inserted. However, while placing the second clip, it came in contact with the implanted clip, causing the implanted clip to detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The ntw was then implanted, reducing mr to a grade of 3-4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.